Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on and unknown date. Subsequently, the patient had a revision surgery due to infection. The implant was explanted and an antibiotic spacer was implanted into the patient. Multiple attempts have been made to obtain additional information with no response received as of today.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02810, 0001822565-2022-02811, 0001822565-2022-02812, 0001822565-2022-02813, 0001822565-2022-02814, 0001822565-2022-02815, 0001822565-2022-02817. Medical products: item#: unknown, unknown humeral head; lot#: unknown, item#: unknown, unknown humeral stem; lot#: unknown, item#: unknown, unknown central screw; lot#: unknown, item#: unknown, unknown glenoid; lot#: unknown, item#: unknown, unknown screw; lot#: unknown, item#: unknown, unknown screw; lot#: unknown, item#: unknown, unknown screw; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder surgery due to a non-union proximal humerus fracture. Subsequently, the patient was revised due to infection five (5) months after the initial surgery with an antibiotic spacer. The patient then underwent the second stage of the revision one (1) year and two (2) months later.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. The following sections were updated: b4; b5; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.